Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump turned off without user input. A review of the event history log revealed multiple 'improper shutdown' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The causes of the condition were determined to be the dried liquid substance which caused the battery contact pins to become depressed/jammed and unable to rebound, and the corrosion on the positive pin of the wireless battery module. The back flex battery contact pins require cleaning and the wireless battery module requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without input during therapy in the intensive care unit. The intravenous (IV) device was disconnected from power to transfer the patient to another room and in the elevator the pump turned off. The IV pump was turned on and programmed again to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.